Manufacturer narrative:
Product analysis: the stent was positioned between the marker bands as per specification. The distal tip was damaged. Distal stent segments 12-15 had raised and deformed struts. (B)(4).

Event description:
The physician was attempting to use a resolute onyx (rx) drug eluting stent to treat a not very tortuous but calcified lesion in rca. The device was prepped and inspected as per IFU prior to use. The lesion was pre-dilated with a euphora balloon with no issues noted crossing the calcified target lesion. Resistance was encountered advancing the resolute onyx device. Some force (but not excessive) was required when resistance was encountered. It was reported that the stent could not cross. The device was removed and further ballooning was performed using the euphora balloon. When the physician made another attempt to deliver the resolute onyx device they observed that the stent had a flared strut in the middle. The target lesion was treated with a non-medtronic device. No patient injury reported. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirements in 803 which is limited to malfunction.